Manufacturer narrative:
Meter (B)(4) was returned and investigated using retain test strip. Performed visual inspection on returned meter and no visible damage or issues observed. Meter turned on using button press. Inserted retain test strip and observed meter did turn on but then turned off. Unable to perform control solution test and unable to confirm complaint. Meter was de-cased and a visual investigation was performed. Observed fiber and dust contamination in and around strip port. Issue is not confirmed to use. No malfunction or product deficiency was identified.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2019 she experienced an unspecified hypoglycemia symptom and subsequently lost consciousness but later self-treated with glucose tablet then a paramedic intravenously administered glucose (type/dose unknown) as treatment. A reading of 2.2 mmol/dl was obtained on the hcp meter and customer was diagnosed with hypoglycemia. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2019, she experienced an unspecified hypoglycemia symptom and subsequently lost consciousness but later self-treated with glucose tablet then a paramedic intravenously administered glucose (type/dose unknown) as treatment. A reading of 2.2 mmol/dl was obtained on the hcp meter and customer was diagnosed with hypoglycemia. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported strips were not returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle strips were reviewed. The dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification and passed. If the reported strip is returned, the case will be re-opened, and a physical investigation will be performed

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2019, she experienced an unspecified hypoglycemia symptom and subsequently lost consciousness but later self-treated with glucose tablet then a paramedic intravenously administered glucose (type/dose unknown) as treatment. A reading of 2.2 mmol/dl was obtained on the hcp meter and customer was diagnosed with hypoglycemia. No additional treatment was reported. There was no report of death or permanent injury associated with this event.